Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument had a tip cracked. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient was not harmed. Patient information is unable to provide.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to the instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint regarding the tip cracked was confirmed by failure analysis. The probable cause of thermal damage to the instrument bipolar yaw pulley and an exposed electrode are attributed to inadvertent energy application from a monopolar instrument.